Event description:
A pump alarm was reported by the customer, specifically alarm 20, which occurred during the load process. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer, but the issue persisted, so a replacement pump was arranged. The customer planned to use multiple daily injections as a backup therapy and followed instructions to return the defective pump.